Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc evaluated the subject device, and the reported failure phenomenon, which not feed the gas, could be reproduced. As a result of the investigation, it was found that a part of the pipeline unit for the gas was malfunctioned. Omsc confirmed that over eight years have passed since the subject device was installed and there has been no repair history until this event occurred. Based on the investigation result so far, omsc determined that the reported failure phenomenon was attributed to the malfunction of the pipeline unit for the gas due to aging-deterioration. The ucr instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified therapeutic procedure, the subject device was used. In the procedure, the subject device could not feed the gas. The user replaced the subject device with another device and completed the procedure. There was no patient injury reported.